Manufacturer narrative:
A.5 is unknown. B.2 the exact date of death is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant placed an impella cp for support of a patient admitted. The medical doctor stated that the patient was bleeding heavily from the groin and became tachycardiac which prompted the team to explant the impella cp. The patient eventually expired after care was withdrawn. Medical safety review of the event noted that there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
D.9 updated as the purge cassette was returned for investigation. The investigation of access site bleeding ¿ major has been completed. With only the purge cassette being returned for investigation, the root cause of the access site bleeding could not be determined. B.2 revised since initial manufacturer device report number 1220648-2024-18406 was submitted to add required intervention as the device was explanted. H.6 code 4115 was entered incorrectly on initial manufacturer device report number 1220648-2024-18406 as a product (purge cassette) has been returned for evaluation.